Manufacturer narrative:
A review of the device history record (DHR) confirmed the device met all required specifications upon its release. The microdelivery catheter and stabilizer were returned. The microdelivery catheter distal shaft was compressed proximal to the stent location. The stent was observed in its intended location. Blood was noted in the microdelivery catheter up to the catheter hub. The stabilizer was kinked and separated on its proximal shaft. A 137.0cm of the stabilizers distal section was returned. The stabilizer appeared to be kinked first then separated. No other anomalies were observed. The damages are indicative of friction encountered during stent system advancement. The root cause of high friction during deployment cannot be definitively determined in this case. Identified possible causes are: highly tortuous anatomy; inadequate flush; manufacturing defects in stent loading. Based on the investigation and information provided a definitive conclusion could not be determined, a root cause of undeterminable was assigned as there is no indication that the released device, labeling or packaging failed to meet its specifications.

Event description:
It was reported that "after stent placement, it did not open" with no clinical consequence to the patient. No other information was provided.

Event description:
It was reported that "after stent placement, it did not open" with no clinical consequence to the patient. No other information was provided.